Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4). Upon receipt at our post market quality assurance laboratory, an evaluation of this device was performed. Analysis confirmed that the device was functioning and depleting normally.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had an erosion and infection. Reportedly, the device was protruding and started to erode. A revision was performed and the device was repositioned. Additional information received indicated that the device was returned. The device was no longer in service. No additional adverse patient effects were reported.